Event description:
During eval of a home patient's homechoice device, a baxter technician identified a potential overfill. During drain 4 of therapy in 2007, the home pt had an ultrafiltration of 455, indicating that the pt drained 455 ml more than the fill volume of 1500ml. A follow up call was made to the home patient's nurse. The nurse stated that the pt was not experiencing any symptoms of overfill in the timeframe of this event. The nurse stated that the pt had occasional issues with fibrin that may have inhibited draining and caused large drain volumes when the pt cleared the fibrin. Pt has received a transplant and is no longer on dialysis. The nurse had no further info relating to cause and could not answer any further questions.

Manufacturer narrative:
Three simulated pt therapies were performed using the patient's therapy settings. During these therapies no problems were encountered. Software was then used to monitor the device's pneumatic system. No problems were revealed and all pressures were correct and stable. The cover was opened and an internal inspection performed. No problems were revealed during this inspection and all connections were correct and secure. A review of the device service history revealed no past trends. The event therapy and alarm logs were obtained. The event log contains data from 2007, and recorded no device related anomalies. The therapy log recorded info from 2008, and recorded no device anomalies. There were 2 bypasses performed three days prior, and no other bypasses or manual drains performed. The alarm log recorded alarms from 2007, and recorded no device anomalies. The log recorded numerous low drain volume alarms. A review of the device's cycle x cycle uf log revealed 5 instances of possible overfills (therapies started 2007). A review of the device service history revealed no past trends. The eval did not confirm any failure or malfunction of the device that would have caused or contributed to the reported difficulty. The most probable causes of these over fills are insufficient drain when multiple cycles advanced to fill when slow / no flow condition occurred above the minimum drain volume threshold, and insufficient drain, false empty detect at initial drain and at previous therapy last drain.